Manufacturer narrative:
This supplemental correction #1 for MDR 9710602-2024-00165 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.